Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2019-01877. Results: the jet7 had multiple consecutive kinks from approximately 115.5 ¿ 119.5, 121.5 ¿ 124.5 and 130.0 ¿ 130.5 cm from the hub. Coil winds from within the jet7 were loose from the catheter lumen and exposed at the distal tip of the device. The total length of the jet7 was approximately 132.0 cm. Conclusions: evaluation of the returned jet7 revealed the total length was within specification. The reported stretching could not be confirmed. Further evaluation revealed multiple kinks on the distal length of the device. This damage typically occurs due to advancing the device against resistance or retracting another device through the lumen against resistance. During functional testing, the distal tip damage prevented the device from being advanced through a demonstration neuron max and a demonstration psr3d from being retracted into the tip. Further evaluation revealed a coil wind had been pulled out of the distal tip. If the non-penumbra stent retriever is manipulated against resistance within a damaged jet7, it may cause additional damage within the catheter lumen. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit (kit). During the procedure, the physician made five passes in the carotid cavernous segment using a penumbra system jet 7 reperfusion catheter (jet7) with a neuron max 6f 088 long sheath (neuron max), a non-penumbra stent retriever, and a non-penumbra microcatheter. After the fifth pass, the physician removed the jet7 from the neuron max and found approximately 30 centimeters of the distal tip of the jet7 to be stretched and the fibers to be ¿unraveled¿. The procedure was completed using a new jet7 with the same neuron max, microcatheter and, stent retriever. There was no report of an adverse effect to the patient.